Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubr1045 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that after catheter placement the physician aspirated, then flushed the catheter with saline. During flush saline was noted to be coming out a hole in the catheter. The physician proceeded to "guidewire over the catheter" and replaced with a new 7 fr, dual lumen catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, but the exact cause was unknown. One 7fr d/l hickman catheter was returned for investigation. The catheter exhibited evidence of use. Blood residue was visible within the white connector. The catheter had been cut 2.1cm distal to the cuff and the distal segment of the catheter was not returned for investigation. Four holes were observed in the tubing distal to the white crimp collar. Each set of two holes were positioned 180-degrees apart. The holes were located 1mm to 3.5mm distal to the crimp collar. A microscopic examination revealed that the tubing appeared compressed around the hole. The observed damage can occur if the clamp is compressed over the catheter adjacent to the crimp collar. It is unknown when the catheter was damaged; however, due to the condition of the returned catheter, the damage may have occurred during use. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector. A lot history review (lhr) of hubr1045 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that after catheter placement the physician aspirated, then flushed the catheter with saline. During flush saline was noted to be coming out a hole in the catheter. The physician proceeded to "guidewire over the catheter" and replaced with a new 7 fr, dual lumen catheter.